Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored, keypad buttons were unresponsive due to contamination, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover is intact, but the up and down buttons responded intermittently. Contamination was found underneath all of the keypad button contacts. The display was dim and discolored. The battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).